Event description:
It was reported the epg was in use on a patient when pacing stopped, and the epg had to be turned back on. The patient was without any rhythm. Additional information received at follow-up indicated this was a heart transplant patient. When the nurse got to the patient, he noticed the epg was off. He tried to turn it back on, but it would not go back on. A new battery had just been placed. The patient was asystolic and reportedly "semi-coded." It was unable to be confirmed if it was a full code. The nurse got another epg, placed it on the patient, and he was fine after that. The same cables were used with the new epg. When the epg was taken off the patient, another new battery was put in. It turned on for a short period of time, then went back off. No further patient complications were reported as a result of this event, and the patient was reportedly fine upon discharge.

Manufacturer narrative:
Evaluation summary: initial attempts to test the device failed because it would not power up, however, later attempts resulted in intermittent power up and partial testing could occur. Physical damage to the device was noted; upper and lower cases were broken and contaminated. Battery drawer, release contacts and flex were corroded and contaminated. Side bail covers were broken, lead flex cover corroded and one case screw was missing. Chemical analysis of the corrosion on the device contacts indicated a chlorine compound which is not recommended for cleaning due to the corrosive properties. This is considered an off label application. Contact corrosion likely caused intermittent functioning of the device, and the unexpected power down during operation.